Event description:
It was reported that this patient fell while climbing a staircase. After this incident, he could no longer hear with his cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The clinic recommends explantation of the device. No surgery date has been set.

Manufacturer narrative:
This type of event is addressed in the device labeling.